Event description:
Bayer case number: (B)(4). Pelvic infection [pelvic infection]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in a 37-year-old female patient who had essure inserted (lot no. C95081) for female sterilisation. The patient had a medical history of muscle ache, pelvic pain, nausea, spontaneous abortion, hepatitis c, parity 6 and multi gravida. Concurrent conditions were listed as diarrhea, chills, uti, lower abdominal pain, pyelonephritis, vaginal bleeding, paratubal cyst, depression, abdominal pain, flank pain, vomiting, neck pain, back pain, depression, pulmonary edema, headache, meningitis, endometrial polyp and submucous leiomyoma of uterus. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic infection (seriousness criterion intervention required). The patient was treated with fluoxetine (fluoxetine hydrochloride) as well as surgery (laparoscopic bilateral salpingectomy, essure excision, right cornuectomy.). The reporter considered pelvic infection to be related to essure administration. The reporter commented: insertion details: hysteroscopic inspection of the endometrial cavity showed it to be smooth, regular and unremarkable with no evidence of submucous fibroid or polyp. Removal details: axial uterus with normal ovaries and tubes bilaterally, some nodularity to the liver edge; omentum grossly normal; estimated blood loss less than 50 ml. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnoses: a. Bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fallopian tube tissue with several paratubal cysts gross description: number of pieces: 2 fallopian tubes, 1 additional free-floating portion of tissue which appears to be a fragment of one of the fallopian tubes, and 2 wires grossly consistent with essure device. Specimen: fallopian tube. [Pregnancy test] (date unknown): negative [ultrasound scan] (date unknown): essure seen, right has 7 x 4 mm collection fluid adjacent to pelvis. (As written). Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic infection [pelvic infection]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") in a 37 year-old female patient who had essure inserted (lot no. C95081) for female sterilisation. The patient had a medical history of muscle ache, pelvic pain, nausea, spontaneous abortion, hepatitis c, parity 6 and multi gravida. Concurrent conditions were listed as diarrhea, chills, uti, lower abdominal pain, pyelonephritis, vaginal bleeding, paratubal cyst, depression, abdominal pain, flank pain, vomiting, neck pain, back pain, depression, pulmonary edema, headache, meningitis, endometrial polyp and submucous leiomyoma of uterus. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic infection (seriousness criterion intervention required). The patient was treated with fluoxetine (fluoxetine hydrochloride) as well as surgery (laparoscopic bilateral salpingectomy, essure excision, right cornuectomy.). The reporter considered pelvic infection to be related to essure administration. The reporter commented: insertion details: hysteroscopic inspection of the endometrial cavity showed it to be smooth, regular and unremarkable with no evidence of submucous fibroid or polyp. Removal details: axial uterus with normal ovaries and tubes. Bilaterally; some nodularity to the liver edge; omentum. Grossly normal; estimated blood loss less than 50 ml. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnoses: a. Bilateral fallopian tubes, bilateral salpingectomy: benign bilateral fallopian tube tissue with several paratubal cysts. Gross description: number of pieces: 2 fallopian tubes, 1 additional free-floating portion of tissue which appears to be a fragment of one of the fallopian tubes, and 2 wires grossly consistent with essure device. Specimen: fallopian tube. [Pregnancy test] (date unknown): negative. [Ultrasound scan] (date unknown): essure seen, right has 7 x 4 mm collection fluid adjacent to pelvis. (As written). Batch number- c95081; manufacture date- 19-aug-2014; expiration date- 31-aug-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.